Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer (fse) was informed that the customer used the ¿stow¿ function to return all manipulators to their home positions. After executing the stow operation, all arms, including arm 3, returned to normal function. No additional issues were reported, and the system was operating as expected. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved. The probable root cause may be attributed to a transient communication error between the acm board and usm3, leading to a failed initialization and temporary loss of control of joint positioning. It can be resolved by using the stow feature in order to return all usm to their home positions.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer reported to technical service engineer (tse) that universal surgical manipulator (usm) arm 3 was rotated and stuck. They were unable to move usm arm 3 like the other arms. The customer performed a power cycle and an emergency power off (epo) of the entire da vinci system. After powering on the system back on, usm arm 3 would not rotate normally. The procedure was converted to another dv system with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: no, the usm arm was not disabled/discontinued. Another psc was brought in for the procedure. After troubleshooting with dvstat, the customer replaced the psc.